Event description:
It was reported that this pacemaker was having difficulty being interrogated. Technical services (ts) was contacted and helped with troubleshooting; however, the pacemaker was not able to be interrogated. The previous successful interrogation had been approximately two years prior and there had been one year remaining. Therefore, it was suspected that the device could be at end of life (eol). This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was having difficulty being interrogated. Technical services (ts) was contacted and helped with troubleshooting; however, the pacemaker was not able to be interrogated. The previous successful interrogation had been approximately two years prior and there had been one year remaining. Therefore, it was suspected that the device could be at end of life (eol). This pacemaker remains in service. No adverse patient effects were reported. Additional information received detailed this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was having difficulty being interrogated. Technical services (ts) was contacted and helped with troubleshooting; however, the pacemaker was not able to be interrogated. The previous successful interrogation had been approximately two years prior and there had been one year remaining. Therefore, it was suspected that the device could be at end of life (eol). This pacemaker remains in service. No adverse patient effects were reported. Additional information received detailed this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem (b5) in section b. Adverse event/product prob and the explant date (d6b) in section d. Suspect medical device.